Manufacturer narrative:
During inspection and testing, the probe was found to be broken and detached when examined under a microscope. There were indications that the probe cracked from a scratch and then broke off. The fractured surface was checked and it was found that cracks developed from the non-insulated side of the grasping section. The detached portion was returned and had indications of char marks and burnt residue. The proximal side of the tissue pad was worn away. A review of the device history record found no deviations that could have caused or contributed to the detached probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken and an error occurred because output was activated in seal and cut mode while the grasping section was grasping a thick tissue causing the probe and tissue pad to come into contact at the rear end of the grasping section and the tissue pad wore out. The non-insulated area of the grasping section and probe came into contact due to wear of the tissue pad. Seal and cut output was then activated while the non-insulated area of the grasping section was in contact with the probe which caused a contact mark to develop. A force to activate output in seal and cut mode or a force to grasp tissue was applied to the probe causing cracks to develop at the contact mark causing an error. A force was then applied to the probe causing it to break. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device. The reported issue (error e486) was not confirmed during testing but could have been observed due to improper connection between the generator and connectable instruments and/or cables. The device failed the probe check with error code u509. There were heavy signs of dried foreign material on the teflon pad. The wiper movement was not possible due to the buildup of tissue on the device. The consistency of movement of the handle and jaw was tight and the handle load was heavy. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the subject device stopped working after ten minutes of use and error code e486 was displayed on the generator. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken and detached. This report is being submitted for the malfunction found during evaluation (broken/detached probe). There was no harm or user injury reported due to the event.